Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus shanghai (osh) did not microbiologically test the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. Olympus (B)(4) (osh) inspected the device and found that the instrument channel had pinhole. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the instrument channel of the device tested positive for unspecified bacteria (< 5 species ). The device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.